Manufacturer narrative:
During further troubleshooting it was identified luer was loose. Tslim user guide states: check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.

Event description:
Received information stating patient experienced high bg (500 mg/dl).